Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD), no pacing in the right and left ventricle occurred, and impedance values were high even after repeat attempts of leads plugged and unplugged. It was also reported that after the pacing and high impedance problem occurred, the session was completed in the programmer and several attempts to interrogate the ICD were unsuccessful due to telemetry problem. The ICD was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.